Event description:
Device 2 of 3. Reference MFR report#1627487-2019-03347. Reference MFR report#1627487-2019-03349. It was reported that the patient was unable to experience effective therapy with the scs system. As a result, surgical intervention was undertaken wherein the scs system was explanted an replaced with a drg system. Effective therapy was restored.